Event description:
The customer reported that since they changed extension sets from vygon to maxplus, they have experienced leakages on 3 occasions. The report suggests that during an infusion of solumedrol through a gemstar pump they noticed a leak between the maxplus extension set and the gemstar set. They initially thought that the leak was from the gemstar set, but when they changed it, the leak was observed again. They then substituted the maxplus extension set with a vygon extension set and the leak stopped. From the reported information, there were no indications of serious injury to the patients or users as a result of these incidents. No additional information provided.

Manufacturer narrative:
(B)(4). The model number / catalog number identified is a carefusion product, which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product. Sample involved in this event will not be returned, as it was not available. No failure investigation could be performed.